Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. D4: batch # 177d33. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one ats45 device was returned out of its package and it was not returned for analysis. In addition, a tr45w reload (631c74) was received partially fired 1/10 with no apparent damage. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Upon visual inspection of the device, white foreign matter was noted to be in the handle and channel of the device. It is possible that this matter could be sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. Additionally, photos were provided and they showed the condition of the reported event. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 177d33, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot 209d16, and no non-conformances were identified.

Event description:
It was reported that during the unk procedure, the white residue was observed on the handle of several devices. One device was opened. A photo was taken, whereabouts currently unknown. 13 unopened devices were sequestered. The hcp¿s were concerned about sterility and safety of the residue to a potential patient. Devices are all packaged in a large box.